Manufacturer narrative:
Upon receipt by mentor, the device was received without fluid. Yellow material was observed within the device. During evaluation a crease was observed on the anterior and extending to posterior aspect, in addition, an area of shell abrasion was discovered at the end of the crease on the posterior aspect. Leak testing of the device, in accordance with mentor procedures, revealed a rent within the crease, measuring approximately 0.1 cm. No other anomalies were observed. Complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent, crease and shell abrasion occurred sometime subsequent to the removal of the device from its protective packaging. Since the lot number was not provided by the customer, the manufacturer record evaluation (mre) could not be reviewed. If lot number is later provided, the mre will be reviewed. The complaint was confirmed since a rent within a crease was found on the device. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or over-inflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. There is no evidence that the issue is related with manufacturing. At this time is not possible to determine the origin of the yellow material observed. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or over-inflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision with an unspecified mentor saline breast prosthesis, experienced right side deflation post-operatively. Deflation was diagnosed via physical examination with the patient's doctor. As a result, the patient underwent bilateral removal and replacement with two 325cc mentor smooth round moderate profile saline breast prostheses on (B)(6) 2019.